Event description:
Patient called lfs in 2002 alleging that their one touch profile meter was giving inaccurate low readings, documentation by facility. Patient has had diabetes for 10-11 yrars and tests 3 times a day. In 1998, patient was getting the not ok message on the meter. Patient had called patient supplier (company who supplied patient with test strips) and was advised in turn to call lfs. When patient had called lfs, the facility had sent patient supplies and a new battery. Patient had received the new supplies and kept on using the meter. Patient stated that they still got the not ok message sometimes and that patient had to retest 4 or 5 times before they could get a reading on the meter. Patient had gone to see patient doctor on a regular basis and also had a lab test done every 3 months. Patient stated that patient's doctor indicated that patient's bg kept going up and so "patient kept increasing patient dosage for the oral medication--(was taking 500mg of glucophage, now currently taking 1000mg in am and 1000mg in p.m).